Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the bottom half of the cover block detached from the rest of the stapler. The stapler appears used as there is biological material present on the device. The stapler was returned with 23 staples remaining indicating that at least 12 staples were fired by the end user. Reference files (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Non-conformance (B)(4) has been previously opened to further investigate the complaint issue. The reported complaint of "stapler jammed" was not confirmed based upon the sample received. The stapler was returned with the bottom half of the cover block detached from the rest of the device. Therefore, the staples were unable to be fired from other remarks: the device. The probable cause of this complaint issue is manufacturing related. Non-conformance (B)(4) has previously been opened to further investigate the complaint issue.

Event description:
The stapler stuck. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1600202 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler stuck. There was no patient injury.